Event description:
The surgeon was placing the essential shunt on a patient who presented with hydrocephalus secondary to a gunshot wound on the right temporal. After placing the ventricular catheter, the surgeon tested the shunt for function by flushing the valve. While doing so, he noticed the fluid returning to the ventricles. The valve was not functioning as a one-way valve. After repeated tries, the surgeon was forced to replace the shunt with a burr hole. The shunt will be returned for evaluation.